Event description:
It was reported that post op of a pph procedure, the patient returned to the hospital within five days due to prolapsed and an abscess. The patient was admitted and taken back to surgery; a temporary colostomy was performed. The colostomy will be reversed on (B) (6) 2010. The surgeon noted, the procedure was performed as normal with no complications. When he originally did the procedure, he used a double purse string technique to complete the purse string. The patient is stable. Additional information received on 4/13/2010: the patient pre-op had a level three hemorrhoid and was a good candidate for the procedure. Additional information received on 4/21/2010: the surgeon used a two purse string technique. That is not standard, accordingly to the instructions for use. The patient's colostomy was closed and healed well. The patient is now well and is through the complication management.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.